Event description:
It was reported that the patient presented for follow-up in clinic. An interrogation of the device revealed high pacing impedance and elevated capture threshold exhibited by the right ventricular lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance and high capture threshold were not confirmed. As received, a complete lead was returned in two pieces. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead as received.